Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (dex 90 cgm data failure alert) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed several call service alarms recorded. On investigation, the pump and test transmitter were not able to pair due to emission of a call service alarm. The pump was found to be delivering insulin as intended during investigation. A component failure in the continuous glucose monitoring system was noted, but does not affect insulin delivery to the patient.